Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 1.5% and 2.5% ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd2 1.5% ultrabag and dianeal pd2 2.5% ultrabag therapies, intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date, a break in aseptic technique occurred, further described as patient made mistake. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique. On an unreported date, the patient was hospitalized for peritonitis. The patient was treated with unspecified medication. The patient was reported to be recovering. The patient was re-trained.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.